Event description:
The user reported that the pressure infusion bag is loosing pressure. The patient came to the cath lab with an acute myocardial infarction. The patient was sent to ICU post procedure with the femoral sheath sutured in. The sheath was connected to a pressure bag with heparinized saline to maintain patency in the sheath. The loss of pressure led to clot formation in the sheath. The sheath was removed and replaced. No harm or injury to the patient was reported.

Manufacturer narrative:
Device evaluation: one used device was returned for evaluation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found. The bag was pressure tested and failed the pressure test. The complaint is confirmed. A supplier corrective action has been requested from the manufacturer.